Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-02530, 2134265-2018-02525, 2134265-2018-02522, 2134265-2018-02531 and 2134265-2018-02523. It was reported that the burr became stuck in the lesion and the patient died. The 90% stenosed target lesion was located in the left circumflex artery. After an 8f mach1 guide catheter was advanced, a 1.50mm peripheral rotalink® plus and a 330cm rotawire were advanced for ablation. However, during the procedure, it was noted that the burr became stuck in the plaque of the artery. Intracardiac nitroglycerin was then administered and the vessel was rewired. Subsequently, dilatations were performed with a 1.20mm x 12mm, 2.00mm x 20mm, and 2.5mm x 15mm emerge¿ balloon catheters to facilitate removal of the burr but were unsuccessful. The physician decided to perform coronary artery bypass graft on the patient and the burr was successfully removed. The patient was then transferred to the intensive care unit; however, 1 hour and 26 minutes later, the patient died.